Event description:
It was reported that the patient underwent revision surgery approximately 15 years post-implantation due to metallosis which resulted in a pseudo tumor. No further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: metasulâ® ldhâ®, head, 48, code n, taper 18/20, item#: 01.00181.480, lot#: 2357374. Metasulâ® ldhâ®, head adapter,l, +4, taper 12/14-18/20, item#: 01.00185.147, lot#: 2360207. Clsâ® spotornoâ®, stem, 135â°, uncemented, 11.25, taper 12/14, item#: 290039112, lot#: 2339207. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description it was reported that: primary surgery was done by (B)(6) hospital reason for revision metallosis causing pseudo tumor. Cup was revised. Patient outcome: revision. No delay. Harm: s3 - elevated metal ion levels leading to revision / s3 - metallosis hazardous situation: fragments of an implant and/or bone are generated in vivo review of received data: - pictures, x-rays: mmi final report received and added within case. Per report right hip components are in anatomic alignment. There was markedly diffuse osteopenic bone quality noted and focal radiolucency consistent with osteolysis which could lead to revision. - surgical report (if applicable): according to the received surgical reports, the reported event can/cannot be confirmed. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - visual examination: no product was returned for visual examination. Review of product documentation: - device purpose: this device is intended for treatment. - DHR review: review of the device history records did not identify any deviations or anomalies during manufacturing. Conclusion no further investigation required as this issue is known and addressed in a CAPA (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.